Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn : m365sc2218700, model: sc-2218-70, serial: (B)(4), batch: 7072472/7073173.

Event description:
It was reported that the patient was experiencing pain at the ipg site, burning sensation, inadequate stimulation and overstimulation despite reprogramming attempts. It was also noted that the ipg placement was uncomfortable for the patient. No device malfunction was suspected. The patient underwent a system explant procedure and was doing well postoperatively.